Event description:
Device was implanted in 2003, brachytherapy was delivered one month later, and device was explanted. Four months later, patient presented in the ER with right sided headache, fatigue, left sided weakness with decreased balance and falls. They had left upper extremity drift. Sensation 4/5 in all extremities. Reflexes were 2+ and symmetric. Had repeat MRI which showed marked edema.